Event description:
It was reported that the next refill date shown on the personal therapy manager was never changed when the pump was updated during patient's last refill. The patient had another refill on (B)(6) 2013. It was noted that as soon as the pump was updated with the physician programmer, the personal therapy manager was showing the correct next refill date. The patient did not have any symptoms. The drug being delivered via the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# unknown, product type: programmer, patient. (B)(4).